Event description:
It was reported that after the deployment of t1, the t2 deployed prematurely. No patient injury or complications were reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed no suture or ts remain on the insertion needle. The construct was returned and t1 was noted to be bent, this likely occurred when being removed from the patients meniscus. The depth limiter straw has been removed from the inserter and was not returned for examination. The actuator is in its t2 post-deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. It appears that the trigger was inadvertently advanced resulting in the deployment. Further investigation is not warranted at this time.